Event description:
Physician was using the drill for emergent craniotomy. The drill froze, so the physician backed it out using a rocking motion, but the drill bit broke. The physician decided to leave the fragment in the patient, as trying to remove it would cause more damage. We have 9 drills at our facility, and have had recurring problems with them freezing up during procedures. We have been sending the problematic drills back to the manufacturer for repair, but continue to have this problem. This is the first case in which the bit broke.